Event description:
During installation of the device, the user reported the safety monitor was tripping off when both the cardioplegia and a arterial monitors were being connected. The user found that the power switch was rated at 1.5amp instead of 2.5amp. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.